Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, "staple jamming. No patient harm". As a result, a 2nd stapler was used to complete the procedure. No patient harm or injury.

Event description:
It was reported that during use on a patient, "staple jamming. No patient harm". As a result, a 2nd stapler was used to complete the procedure. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.